Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited failure to capture and high pacing impedance. The atrial lead was explanted and replaced. The patient was stable throughout.